Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed.  Log file analysis revealed that this unit was capable of supplying power for over 4 hours; the reported event issue of power consumption could not be confirmed. An observation was made regarding this unit. Analysis of the device revealed that the device passed visual examination but failed functional testing due to a high max error reading. The max error is an indicator of how well the battery's relative state of charge (rsoc) is calibrated. The high max error will cause the battery to flash red on the battery charger. A tendency to exchange batteries before reaching (B)(4) relative state of charge (rsoc) may contribute to an out-of-calibration condition. The most likely root cause of the high max error condition can be attributed to a battery that is out of calibration. This is an incidental finding not related to the reported event. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the battery holds fully charged not longer than 2 hours. The battery was replaced. There was no impact to the patient.